Manufacturer narrative:
Health professional was approximated to yes as the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the upper gastrointestinal (gi) and lower gastrointestinal (gi) tract during a procedure performed in (B)(6) 2021. The procedure performed was either colonoscopy or esophagogastroduodenoscopy (egd). During the procedure, the motility catheter suture was attached to the clip, then anchored it to the mucosa. The clip would close; however, it would not attach, fall off and pull away from the catheter. It was noted that the clip was tried to be deployed and released through wiggling the catheter. The stages of deployment of the device would snap, but no crackle nor pop was felt and there was also abnormally high resistance felt before the handle spool reached the end. The procedure was completed with another resolution clip device. Additionally, it was reported that the sheath was attempted to be completely removed prior to the procedure which is not indicated in the instructions for use. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.